Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly on pcb1. Unable to verify low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss. The customer¿s blood glucose level was unknown. The customer received a low battery alert prior to the replace battery alert. The customer states the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.